Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no lot number was provided or observed on the device, therefore no DHR review could be performed. The DHR review will be revisited if a lot number is provided or the physical device is received. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the six images. The images were reviewed, and the complaint condition is confirmed. The synmesh cage is clearly broken into two or more pieces. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No lot number was provided or observed on the device, therefore no DHR review could be performed. The DHR review will be revisited if a lot number is provided or the physical device is received. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the synmesh® 26mm x 33mm 64mm height (ti) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the device has broken into multiple fragments. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the post-manufacturing damage. Document/specification review: the following drawing(s) was reviewed: - synmesh, 26 x 33mm (current) no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the synmesh® 26mm x 33mm 64mm height (ti). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ezx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent revision surgery due to fracture of the rods bilaterally at approximately t10 level (above corpectomy site) and collapse of the ti synmesh cage, with evidence the cage fractured/broke and fell into itself. Later the patient underwent a t10/11 corpectomy with cage placement and t8-l1 pedicle screw fixation on (B)(6) 2018. The patient presented with pain around (B)(6) 2021 and subsequent imaging showed the following hardware failure: 1. Fracture of the rods bilaterally at approximately t10 level (above corpectomy site) 2. Collapse of the ti synmesh cage, with evidence of the cage fractured/broke and fell into itself. On (B)(6) 2021, the surgeon revised the broken rods posteriorly and placed four cocr rods with parallel connectors to stabilize the spine. The surgeon resected scar tissue posteriorly to free up the damaged cage as much as possible. After the intra-operative assessment, the surgeon determined it would be best to revise the cage anteriorly with the help of the thoracic and vascular surgeons. On (B)(6) 2021, the surgeon was able to safely extract the broken cage. Scar tissue had formed across the t10/11 level, adhering the cage to vascular structures. To safely extract the cage, the surgeon had to remove the cage in pieces through his working channel(photos included of the cage prior to extraction). Once the cage was successfully removed, the surgeon measured the cavity height and prepared the space for the replacement cage. The surgeon used a 26x33mm diameter cage, cut to approximately 40mm, with two std support rings and a 15mm round cage secured inside the oval ti mesh implant. The surgeon successfully implanted the replacement cage without further incident to report. Two additional surgeries were performed. There was a patient consequence. This report is for one (1) synmesh® 26mm x 33mm 64mm height (ti). This is report 1 of 4 for (B)(4).